Manufacturer narrative:
Additional information: (model #, catalog #, expiration date, UDI), (PMA / 510(k) #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a biliary and intestinal anastomosis, while cutting the jejunum, the stapler and its loading unit did not fire. The surgeon was able to press the green button and squeeze the handle. They used other device in order to complete the case. There was no patient injury.